Event description:
Customer initially reported that item is falling apart and won't tighten when working on patients. No harm to patients. On (B)(6) 2011, customer at dental office clarified by phone today that the head of the contra angle is loosening up when removing soft decay from teeth, it is not falling apart in the patient's mouth, there was no patient harm, there is a potential for harm per the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.